Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a lap procedure, air leaked on the way. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.